Event description:
As reported by the end user, during preparation for a procedure, when the technician attach the 12ml angiographic control syringe to the three port manifold to begin to prep the fluid management system, he noticed air in the system. The syringe was discarded and replaced. As the air was noted during prep, there was no contact with the patient, hence there was no harm to the patient.

Manufacturer narrative:
As stated by the end user, the reported device was disposed of and not returned to the manufacturer. Without receiving product to evaluate, we are unable to definitively determine a root cause for this incident. The directions for user, which is supplied to the end user with this product, contains a statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." A review of the device history records was performed for the indicated packaging and component lots for any deviation related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the november 2009 navilyst complaint report noted no trend for the reported failure mode and product family. (B)(4).